Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the flat blade electrode with extended insulation for evaluation. Visual examination of the returned package found there was a hole in the packaging. Dye leak testing was performed by the packaging engineer and the result confirmed the returned package failed a dye leak penetration test. This lot was manufactured on 07-dec-2015. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. It is possible the hole in packaging may be related to shipping and handling of the device. Of the lot containing (B)(4) units, there are no other similar complaints received. A two (2) year review of product history for this device showed a total of 5 complaints involving 6 devices (2 confirmed) including this complaint. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging damage was obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Due to the low occurrence and acceptable risk, no further investigation is required. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing the flat blade electrode with extended insulation was discovered with "damage to sterile pouch". Inspection of the returned package found "a puncture hole in the product package" and testing result confirmed the returned package failed a dye leak penetration test on (B)(6) 2017. In this instance, there was no patient involvement with this reported problem, as the damage found on the packaging was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
Corrected date received by MFR from 06/26/2016 to 01/12/2017 - date which device was evaluated by packaging engineer and failed dye leak penetration test and deemed reportable.